Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2015 with the following findings: a review of the pump black box data revealed no activity outside of normal use. The user settings reflected a 3 hour duration set for the insulin on board (iob) function. A test bolus of 10 units was delivered, and after 3 hours, the iob calculation correctly displayed 0 units on board. Another bolus was programmed with a given amount of insulin on board, and the pump accurately calculated the iob value into the suggested bolus total. The complaint was not duplicated, and no defect was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board (iob) calculation) issue. Reportedly, the iob was not calculating correctly into the bolus total. Allegedly the patient's blood glucose (bg) was greater than 250mg/dl and less than 500mg/dl with no reported symptoms. The alleged bg excursion does not meet animas criteria for a serious adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.